Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 5320585), is related to case with patient identifier (B)(6) (lot number 5320572). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced skin rash and infections at the insertion site while using the infusion set. The insertion area became infected and the site filled with pus. The patient was treated at the hospital with antibiotics.